Manufacturer narrative:
Investigation summary: a direct correlation between the reported event and heartmate 3 lvas, could not conclusively be determined through this evaluation. The hm3 lvas IFU lists death and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Approximate age of device- 1 year and 8 months. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital and placed on inotropes on (B)(6) 2019 due to long term right heart failure. The patient had right heart failure that was accentuated by the device. The device operated as expected, however the patient expired on (B)(6) 2019. The pump was not explanted. No additional information was provided.